Manufacturer narrative:
(B)(6). Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had been intubated with size 7.0mm tube but was not mechanically ventilated when circuit was connected to et tube. Clinician removed the et after checking all connections and on inspection, there was a small hole where the pilot balloon line runs into the tube in which a leak was observed. There was patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device in used condition and a hole was identified near the joint between the inflation line and the tubing. During the functional testing. The sample was inflated with the use of a syringe and submerged under water to detect any problem in the inflation system. The sample worked as expected and the customer reported problem was not confirmed. There were no non-conformities identified during a DHR review.